Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17027498 is 07613203021012.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the luer lock connectors are breaking and leaking when connected to patients. Although requested there is no other event details provided at this time.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an iron infusion the line disconnected and leaked. The user noted that the male luer lock was missing the threads. The tubing was replaced and the infusion ran without difficulty. There was no report of patient harm.